Event description:
It was reported that during a peripheral percutaneous treatment procedure, a balloon rupture occurred. Access was obtained via the left common femoral artery. The 100% stenotic lesion was located in a moderately tortuous left posterior tibial artery. The 1.5 x 40 mm, 150 cm coyote monorail balloon catheter was inflated to 8 atms, and ruptured. The balloon was removed and replaced with a 1.5 x 20 coyote es monorail balloon catheter. Two balloon inflations of 6 atms for 30 seconds were performed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).